Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, different issues were found. Additional issues identified: usb pin damage: (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. The customer's blood glucose (bg) level was impacted approximately 320 (mg/dl). The customer took a manual injection. It was indicated that the customer would use manual injections as alternate insulin therapy.